Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 90.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod4 revealed that the pusher assembly was kinked. The kink in the pusher assembly likely occurred due to forceful advancement against resistance. During the functional test, resistance was encountered as the kink in the pusher assembly was being advanced through the demonstration microcatheter; however, the pod4 was able to be advanced completely through the microcatheter and out of the distal tip. The root cause of the inability to advance the pod4 through the microcatheter during the procedure could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod4s. During the procedure, while attempting to advance a pod4 through a non-penumbra microcatheter, the physician experienced resistance when the tip of the pod4 was passing through the hub of the microcatheter. Therefore, the microcatheter and pod4 were removed and the procedure was completed using a new pod4 and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.